Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. There was an acu watchdog and primary audible alarm post errors in the history. The device was tested via start-up, flow and occlusion tests. The issue was not able to be duplicated but the speaker was replaced as a preventative measure. The device passed all testing.

Event description:
Information was received that the medfusion 3500 pump displayed volume issues. There was no patient involved.